Manufacturer narrative:
Covidien reference number : (B)(4).

Event description:
It was reported that, a 980 ventilator generated a ventilator inoperable diagnostic message. The ventilator was not in use on a patient at the time the event occurred.